Manufacturer narrative:
(B)(4). Eval results: eval of the returned product found the alarm did not power up when using new batteries. The alarm powers up when using a 9v ac adapter. The alarm powers up when using a battery simulator. Passes all functional test. Visual inspection found the battery door is missing and the flat battery contact has corrosion due to battery leakage. The aqualert water indicator label shows moisture exposure. There is a piece of clear tape over the hold/suspend button. There is white powder residue on the red battery ribbon. Note: the instructions for use has a warning statement for battery installation: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. (B)(4).

Event description:
Customer reported the alarm has power yet will not sound when weight is removed from the sensor. The batteries have been replaced all of the same type, no visible damage to the outside of the alarm. There was no pt incident or injury reported.